Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 16 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with distal struts in a lifted state. The undamaged crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found a kink 1.4cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found a shaft break located at the guidewire port exchange. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-may-2021. It was reported that advancing and crossing difficulties were encountered. The 85% stenosed target lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery. A 16 x 3.50 promus elite drug-eluting stent was advanced to treat the lesion. However, during procedure, resistance was felt while advancing the device and the device failed to cross the lesion. The device was removed intact from the patient's body and the procedure was completed with another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damaged.